Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide of the device self-activated during functional evaluation. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that both bumpers were bent by the spring. Additionally, the cannula outer tang width was measured and found to be out of specification. Based on the findings, the investigation is confirmed for self-activation and the reported failure to prime. The identified bent bumpers likely contributed to the observed incomplete cannula tang engagement as well as the identified self-activation and reported failure to prime. Additionally, the out of specification cannula tang width measurement may have contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the biopsy procedure, the device was allegedly unable to be primed. There was no reported patient injury.